Event description:
Tested 300 mg/dl, took insulin. Later had disorientation. Measured glucose as 220 mg/dl. Drank orange juice, called paramedics. Paramedics arrived 15-20 min later, measured 190 mg/dl. Pt had recovered without external intervention. Suspected 220 mg/dl reading was too high.